Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test due to no button response. The insulin pump was minor scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error. Customer's blood glucose level was 55 mg/dl. He treated his blood glucose level with food and glucose tablets. The insulin pump would not start up. Sometimes the esc button was not working. The paramedics were dispatched and he was given a glucagon shot. He was also given honey and sugar to bring his blood glucose level up. The customer was taking manual shots to recover from the low blood glucose level. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.